Manufacturer narrative:
H10: the suspect device has not been return for investigation. However, the customer confirmed that the device ventilation is still running during the reported issue. The unit is updated with the latest sw version. The exact root cause is not determinable. Most likely the issue is caused by a hardware issue on the epc resulting from cracks in the die due to mechanical stress caused by particles in the conductive paste and various tolerances of the heat stack.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator is not able to turn off and displaying blue screen error message, similar to blue screen of death in a regular pc. There was no patient harm reported from this event.